Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in a large volume infusor. The particles "seemed plastic in nature". This occurred prior to patient use. The device was filled with flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from april 18, 2022 - april 20, 2022. H10: the device was received for evaluation. Visual inspection was performed using a magnifying lamp and a white particle was observed floating freely in the fluid of the bladder, measuring 0.25 square mm in size. The particle was in the fluid path. The particle was subsequently removed from the bladder for measurement and material identification. The particle was identified to be acrylic material via ftir test. Acrylic is the material of the stressmember. The stressmember is located inside the bladder. Therefore, acrylic particles are not foreign or contaminated matter. Tiny shavings from the plastic stressmember may have become loose and got stuck into the body during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.